Event description:
The issue reported involved a customer who informed that the screen shattered after it was dropped. There was no adverse impact to the customer's blood glucose level. The customer was out of warranty and in the process of renewal, and no phone call from technical support was required.